Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed noise and oversensing which lead to inappropriate shock therapy. Pacing impedances of greater than 2000 ohms were observed. A fracture was suspected but unable to be confirmed. The lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported.